Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.